Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was seeing an upper limit reached message at 0.0 when they used to have it at 2.0. The patient also reported their stimulation was stronger on every program now following their motor vehicle accident. The patient was able to use program 1, 2, and 4 without issues other than it being stronger than it used to. The patient was advised to follow up with their healthcare provider. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that, as circumstances that led to the issues following the car accident, was that program 3 ¿lost function¿. The programmer showed ¿high ¿ no function¿. They noted that lead 1, 2, and 4 worked fine. As a step taken to resolve the issue, the patient saw their doctor on (B)(6) 2019 and they ¿completed simple¿ analysis where it was noted that programs 1, 2, and 3 work fine. There were no further complications reported or anticipated.